Event description:
Event description cpi received information that this large patch lead (0041) was removed from service after a reported impedance of >2500 ohms, due to a lead fracture. A cpi (0125) lead was implanted.